Manufacturer narrative:
Intuitive has received the harmonic ace instrument associated with this complaint and completed the investigation. Failure analysis replicated/confirmed the customer's reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.44¿ from the base. The broken piece was returned. The cracked or broken blades were triggered by inadvertent contact with staples, clips, or other instruments, while the device was activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The instrument was found to have blade damage. The instrument's blade exhibited mechanical indentations.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the customer stated there was a message popping up about the clamps, but when they notified the surgeon he said he was not doing anything that would prompt that message. The harmonic ace instrument then made a screeching sound and then the tip broke off inside the patient. The fragment was immediately retrieved, causing about a 10-minute delay to the case. A backup instrument was used to complete the procedure. The procedure was completed with no reported injury.